Manufacturer narrative:
Due to characterization limit, e1 event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) had drive manifold test during maintenance inspection by getinge fse; revealed high leak values. The safety disk had exceeded its time limit and the battery was due for replacement. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h6 (investigation findings, type of investigation, investigation conclusions, component code, medical device ¿ problem code), h11. A getinge field service engineer (fse) reported there was a small crack in the x2 transducer and the drive manifold assembly (d104-00-0031) was defective. The fse replaced both parts. Additionally the fse replaced the battery and safety disk due to expiration. The unit passed all functional and safety tests then returned unit back to customer.

Event description:
N/a.